Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, fse confirmed and reproduced reported error by performing a sample run. Fse instructed the customer to clean the inside of the sample nozzle but error reoccurred. The customer attempted to clean the sample nozzle again by flushing inside the sample nozzle which resolved the issue. The customer successfully ran following samples without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [sc] is generated when the vacuum pressure exceeds abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. The operator is instructed to check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. The most probable cause of the reported event was due to clogged sample nozzle.

Event description:
A customer reported getting error flag "sc sample clogging-sample failure" during quality control and sample runs on the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.